Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had pain at their pocket site and the ins pocket was tender to touch. Impedances were checked and the patient's pocket was revised. The issue was resolved by the pocket revision. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had irritation around the pocket of the ins and it was tender to touch. The patient's physician checked the pocket and believed a pocket revision should be performed; the revision was scheduled for (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted:(B)(6) 2017 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the pain at the pocket site was due to the leads that migrated to the front of the ins and pinched the patient's tissue. They also noted that it was possibly due to the ins being too superficial. No further complications reported.